Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion set leaked insulin when the connector separated from the tube. No adverse event was reported. The alleged product was requested for evaluation.